Manufacturer narrative:
The device was inspected by a draeger service technician after the reported event. The technician downloaded the electronic logfile and identified a failure of the vacuum pump as the root cause for the ventilator failure, replaced the pump, tested the device and - by doing so - confirmed that the replacement solved the issue. The electronic logfile and the replaced pump were available for further investigation. The reported event could be reconstructed by means of the information stored in the log. A ¿v044 membrane pressure low (0mbar)¿ entry indicates a problem within the vacuum section of the ventilator assembly. This is consistent with the above mentioned failure of the pump, which is intended to generate the vacuum pressure. Further investigation of the pump revealed that a broken piston was the root cause for the reported event. The fabius detected the insufficient vacuum pressure and reacted as specified for this failure condition as it shut down automatic ventilation and generated a visible and audible ventilator fail alarm. Since 2006 (B)(4) complaints related to a similar failure mode have been reported to draeger. In contrast to (B)(4) fabius devices the rate is considered very low. The pump was replaced and the fabius was returned to use.

Event description:
It was reported that the fabius tiro posted a "ventilator failure" alarm and stopped the ventilation during use. Manual ventilation was still possible and there was no injury reported.